Manufacturer narrative:
(B)(4). It was reported that the iq-view software showed an error message when the field service engineer attempted to transfer images form the CT hospital unit. A full analysis of the data logs has been performed and this analysis concluded that the device shut down during the load of patient imageries from pacs due to a crash of the rosanna_brain application. The technical root cause of the event was determined to be a known anomaly.

Event description:
The event occurred when the field service engineer was preparing the rosa for a direct image transfer from harbor view mobile CT unit called the o-arm. As the fse attempted to open the iq-view software within the rosa brain application, the iq-view software showed an error message and would not open up. Afterwards a windows error screen popped up and it stated that the rosa brain application was also not responding. The rosa software program then closed and the rosa robot proceeded to shut down at approximately. The robot was rebooted within 5 minutes. This event did not delay the surgery case since the staff members were still positioning the o-arm in place.